Event description:
Infusion set snapped off at entrance to infusion pump mechanism. Fluorouracil leaked onto counter of patient's kitchen and onto carrying pouch used with MFR's pump. Pt denies mishandling device or catching tubing on anything.